Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 24, 2023. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem); d4 (additional device information - added expiration date); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information); h4 (device manufacture date); h8 (usage of device); h6 (identification of evaluation codes 3331, 4114, 3221. 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned . Investigation finding: 3221 - no finding available. Investigation conclusions: 4315 - cause not established. The actual sample was not returned for investigation. The information and the actual sample could not be confirmed, a definitive root cause could not be identified. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received indicated that there was no delay in the procedure.

Manufacturer narrative:
Terumo has not received the device for evaluation. Therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739 - gas exchanger. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 2460 - low readings. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was low pa02 in the procedure. No known consequence or impact to patient there was an unknown minutes of delay. The product was not changed out. The surgery was completed successfully.